Event description:
A hospital in another country, reported to our distributor that the vent assembly on the water bag spike of a mr290 autofeed humidification chamber was missing. This fault was reportedly found prior to use.

Manufacturer narrative:
This report was prepared by rep, method: a photographic image and the returned device were visually inspected. Results: we confirm that the vent assembly was indeed missing from the water bag spike. The device was out of specification. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusions: the device was out of specification. This is an unusual event. We will continue to monitor all complaints for such faults.